Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions, laparoscopic bilateral salpingo-oophorectomy, and cystoscopy due to stress urinary incontinence and chronic pelvic pain. The patient experienced chronic vaginal pain for several years, pain during sitting/ walking, urinary vaginal disorders and painful intercourse. It was reported that patient underwent mesh revision/removal on (B)(6) 2004 because of erosion into the vaginal mucosa, and she could see and feel mesh. (B)(4).